Manufacturer narrative:
The company representative confirmed or replicated the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed. A potential contributing factor was observed and was later determined, that is was not relevant to this event. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming power distribution pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system shuts down on it's own. Procedure details and patient impact were not reported. Additional information has been requested. Additional information received clarifying the event was occurred during a cataract surgery. Procedure was completed using the same console. There was no patient harm.